Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received several motor error alarms during normal use. It was also stated that the customer was hospitalized due to low blood glucose levels and heart failure. The customer treated a blood glucose reading of 400 mg/dl on the night prior to the event with a bolus of 7.1 units. Later that night, the customer began experiencing low blood glucose levels, and eventually drove herself to the hospital where her blood glucose was 32 mg/dl. The customer also reported a crack on the screen after dropping the insulin pump on the floor. It was stated that the insulin pump was exposed to an x-ray during the time of the hospitalization. Nothing further was reported.